Event description:
Information received from the field does not address the patient's clinical status but notes that two weeks post implant, capture thresholds were 2.5v, with sensing thresholds at 5.0mv. Six weeks post implant the capture thresholds were >4.0v with sensing 2.0mv. Upon explant, the outer insulation was reportedly damaged with blood in the lumen of the lead.